Event description:
It was reported that a patient presented to the emergency room after an inappropriate implantable cardioverter defibrillator shock. Upon examination, it was found that the patient's right ventricular (rv) lead had exhibited over-sensing of noise, which contributed to the inappropriate shock. No other malfunctions were reported the rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no additional symptoms were reported.